Manufacturer narrative:
Date sent to FDA: 07/09/2019 additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2011 due to tvt exposure. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 5/22/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a multiple revision surgery on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2014. No additional information was provided.